Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of a ruptured, amorphous, left m1 aneurysm measuring 5mmx10mm, this coil would not detach with an instant detacher or by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported the physician attempted to detach the coil, three times with the first instant detacher and three times with a second instant detacher. The physician then attempted two times with the manual method but the coil did not detach. There were no patient symptoms or complications associated with this event. The patient presented with a subarachnoid hemorrhage and remains at baseline condition.